Manufacturer narrative:
D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia ablation and the patient experienced cardiac tamponade that required pericardiocentesis and surgical intervention. The patient also experienced cardiac arrest that required CPR. The patient died. A pericardial effusion was noticed and confirmed by intracardiac echocardiography (ice). Anesthesia noticed there was a drop in blood pressure in the patient. The medical intervention provided was a pericardiocentesis. The doctor was unable to get blood out of the patient. Interventional cardiology was called in. The patient lost pulse, so CPR was started. They gave the patient epinephrine. There was no pulse and CPR was continued. A "cardioversion" was performed and CPR was continued. They gave the patient another dose of epinephrine. There was no pulse and CPR continued. They injected contrast into the centesis site and there was no free-flowing fluid. There was another pulse check and a "cardioversion". There was no pulse and CPR continued. A third round of epinephrine was given. There was a return of spontaneous circulation in the patient confirmed by echocardiography (echo). They lost a line pressure, CPR was started again and noticed that a line pressure returned. The patient was transferred to the hybrid operating room (or). The patient's chest was cracked and they were on extracorporeal membrane oxygenation (ECMO). The patient was reported to be in stable condition. Additional information was received. The outcome was death, the patient passed away the following morning. The physician's opinion on the cause of the adverse event was patient condition, the patient's tissue was very thin and fragile. The correct catheter settings were selected on the generator. The pump was switching from ¿low¿ to ¿high¿ flow during ablation. Transseptal puncture was performed with a baylis nrg transseptal needle ref: nrg-e-hf-71-c1. Ablation was performed prior to noting the pericardial effusion. No evidence of steam pop.